Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator generated a flow sensor calibration error and became inoperable. At this time, it is unknown if there was patient transfer or harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.